Event description:
It was reported that pump malfunction occurred after water was splashed on it, and pump screen became dark and would not turn on despite attempts to charge and restart it. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to try different charging steps, then to allow pump battery to fully deplete and return malfunctioning pump to tandem within 10 days, to use multiple daily injections as backup insulin therapy, and to program pump settings and connect cgm to replacement pump, and tandem technical support arranged shipment of replacement pump under warranty.